Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for distal end is burned. Was traced to component failure, likely due to the use of a high-frequency processing instrument without sufficient distance from the tip. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited distal end is burned. There was no patient involvement.